Manufacturer narrative:
This complaint is related to emdr #1828100-2016-00499. During the laboratory evaluation, the reported issue was duplicated. The product surveillance technician (pst) observed the display colors to be distorted. Cleaning of the flat panel interface node controller (fpinc) to flat panel interface (fpif) cable connector restored functionality of the display. The pst observed the touch screen to function only in certain areas (refer to emdr #1828100-2016-00499). Exterior inspection revealed no signs of abuse or damage and interior inspection revealed no signs of ingress or tampering per the pst. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.the field service representative (fsr) replaced the ccm. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) touch screen was distorted and does not function in certain areas. The ccm is used for training purposes (medical school) and was not for patient use at this time. There was no patient involvement.